Event description:
A report was rec'd via legal summons that a female pt developed a fusarium infectio in the left eye while using renu with moistureloc multi-purpose solution. The pt initially began using the product in december 2005. In march 2006, she began having unspecified "symptoms" in the left eye. She was treated for a viral infection with no repsonse. In april 2006, she was referred to a corneal specialist. An eye culture was performed which was positive for fusarium.

Manufacturer narrative:
Items f.10. Codes completed by MFR. Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous producted lots. All of the records indicate there were no anomalies that could have been related to the report, there wer no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available anbd indicated hat all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.